Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe adhesion on surface; the outer flow tubing open end exhibits minor scratch marks and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
Additional information was received: the fiber tip (cap) was not cleaned during the procedure and the gland volume was 80ml.

Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure, the fiber was observed to be forward firing. No information was provided how the procedure was completed. Patient outcome: "ok" reported. No patient injury was reported.